Manufacturer narrative:
Expiration date: 09/2018. Manufacture date: 09/2015. Based on the available information, this event is deemed to be a reportable malfunction. Review of the inspection batch record revealed a (B)(4) of lop sided balloon was detected during inspection and the defective part was rejected and discarded. A batch record review indicated that no discrepancies could be found. The physical sample has been received for this complaint, no failure was detected. A discrepancy was found in an additional device with the same lot number and was investigated. This complaint will remain open until the investigation is complete. A separate FDA form 3500a has been generated to address the additional device. No additional details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on: july 5, 2016 FDA registration number reporting site: 1049092 manufacturing site: 9611710

Event description:
Complaint received from an industrial sales representative reporting that the retention balloon of the device was asymmetrical at inflation. The issue was noted at inspection prior to use of the product in a patient. Reporter stated the product is available for return. No further information was provided.